Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported a clutch malfunction error. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The reported medfusion¿ syringe infusion pump was returned for investigation. Visual inspection found the device to be in poor condition. The top case was found chipped and cracked and the left and right plunger cases were damaged. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional occlusion testing, the check clutch/plunger lever error was able to be duplicated. Upon further investigation, it was found that the device carriage case was cracked; the crack was found to be a result of using the device in a manner inconsistent with its indication for use. Investigation determined the cause of the check clutch/plunger lever error was a result of device damage. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. (B)(4).